Event description:
A report was received that the patient had infection at the battery site. The patient felt burning at the battery incision site. The physician believed the infection was at its early stage. The physician did not specify if the infection was device or procedure related and could be a number of different things. Antibiotics were prescribed. The patient underwent an explant of the ipg.

Event description:
A report was received that the patient had infection at the battery site. The patient felt burning at the battery incision site. The physician believed the infection was at its early stage. The physician did not specify if the infection was device or procedure related and could be a number of different things. Antibiotics were prescribed. The patient underwent an explant of the ipg.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient¿s lead was also explanted due to infection. Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted lead will not be returned to bsn. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the lead was found to be satisfactory.